Event description:
On (B)(6) 2013, the lay-user/patient contacted lifescan (lfs) USA, alleging that the onetouch ultra meter does not turn on. The complaint was classified based on the customer care advocate (cca) documentation. The power issue began on (B)(6) 2013 at 7:30 pm. At that same time, the patient reportedly administered self treatment with more food/drink. 5 hours after the onset of the power issue, the patient developed symptoms described as ¿shaky, sweaty, and mouth was numb.¿ on (B)(6) 2013 at 1:30 am, the patient increased his diabetes management with 10 units of lantus and 2 units of humalog. The power issue was not resolved with training. There was no product misuse. The lfs product was requested back for investigation. This complaint is being reported because the patient developed symptoms suggestive of hypoglycemia 5 hours after the power issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.